Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that there were no symptoms, the patient felt normal. Actions taken to resolve the issue included the hcp wanting to do a normal pump fill. He was able to aspirate approximately .2cc from the pump. The issue was resolved, the pump has been filled and is working like normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving hydromorphone with concentration 5 mg/ml at a dose rate of 1.1011 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had heard their pump critically alarming. An empty pump reservoir occurred on (B)(6) 2020 as per the event logs. The next pump refill date was originally scheduled for the end of september 2020, but the intrathecal (it) dose had been adjusted in between the refill cycle without the pump refill date being adjusted accordingly, so the pump reservoir went empty. At the time of the report the standard empty reservoir information was reviewed, and the company representative was to confer with the physician and the patient. No further patient complications have been reported as a result of this event.